Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
T was reported that patient presented to clinic with a driveline power a fault alarm. The system controller and modular cable were exchanged and the alarms resolved. No issues were noted inside the modular connection of the driveline when the modular cable was replaced. The modular cable covering did appear to be worn, but there was no visible tears or damage to the plastic. Log files were submitted for review and confirmed driveline power faults. The pump itself was operating within normal parameters.

Manufacturer narrative:
Section d6a: the date of implant should not have been previously provided as the product is not implantable. Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via the submitted and downloaded log files and reproduced during evaluation of the returned modular cable. The submitted and downloaded log files captured a driveline power fault alarm on 03dec2025 due to intermittent power a broken faults. The alarm was active until the driveline was disconnected (03dec2025). This series of events is consistent with the system controller and modular cable exchange. The pump operated as intended while the driveline was connected and there were no other notable events in the log files. The returned modular cable (lot number: unknown) was connected to a test controller and the driveline power fault alarm reproduced. The integrity of the underlying wires of the modular cable was tested and did not pass. The resistances of the underlying wires were measured and found an electrical open loop on the brown wire which corresponds to the power a signal. Damage to this wire was determined would cause the observed alarms. The provided information indicated the alarms resolved after the controller and modular cable were exchanged. The lot number of the modular cable is not known. The root cause of the driveline power fault alarms was determined to be due to wire fatigue of the brown (power a signal) wire in the modular cable. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.